Event description:
Port catheter placement in pt. Three days later, at a follow up visit, port catheter found to be sheared off about 2cm from the connection point. Port catheter removed from pt and a new port catheter inserted. No harm to pt.